Event description:
It was reported that the left ventricular lead insulation was damaged during the implant procedure. The lead was removed and replaced. The patient was stable after the procedure and would continue to be monitored.

Manufacturer narrative:
(B)(4).